Event description:
It was reported that device's nibp was not working and the svc light was on. When the customer powered the device up, he smelled smoke. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement power pcb assembly. The device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.